Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had a blood glucose (bg) level of 50-60 mg/dl. The customer did not provider further information. Although multiple attempts were made to gather more information, the customer did not reply to the requests.